Event description:
A (B)(6) female, contacted customer support to report that the response buttons were missing the cover. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response buttons missing covers) has been confirmed. The cause of the missing response button covers cannot be positively identified. Upon further eval, neither response button was found to have functioning switches. The cause for the dysfunctional switches is due to corrosion. The root cause of the corrosion cannot be positively identified, but is likely due to liquid ingress. No adverse ev ent resulted from the non-functioning switches. The pt was issued a replacement monitor.